Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The mps reported that: we lost the top to rotate the mics handle. Action undertaken: we found it and resumed the case.